Event description:
The customer reported this atrial lead has exhibited decreasing impedances (from 400 to 250 ohms) and non-capture at 4 v. The pt was noted with chest pain, and a history of myocardial infarct. The clinician did not believe the lead performance was contributing to the pt's current medical condition. Recommended unipolar testing with pocket manipulation, and suggested considering v vi mode. No serious adverse pt effects were reported. The device remains actively implanted for approx 10 yrs, 2 months.

Manufacturer narrative:
This lead remains actively implanted as a result, the clinical observation cannot be confirmed. No serious adverse pt effects were reported. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.